Event description:
On 8/14/97 it was reported to respironics colorado that a pt had experienced a malfunction of his CPAP 200 (international unit) while vacationing in switzerland. The pt alleges that he awoke at approximately 6:00 am and noticed that his hotel room was filled with smoke coming from the CPAP 200 power supply. He then opened a window to clear the smoke and placed the unit out on the balcony. Death or injury did not result from the reported malfunction.

Manufacturer narrative:
The suspect device and several similar devices have been evaluated by the sustaining engineering group as well as the original supplier of these devices. Based on info gathered during the eval process, it has been determined that all similar units will be replaced upon next svc interval. The malfunction reported in this medwatch form did not result in death or serious injury. It is not believed that death or serious injury would occur in a similar failure. Standard disclaimer on file. The suspect device has been evaluated. It has been determined that the root cause of the failure described was a poor solder joint in the power supply. This resulted in arcing between the pin on the board and the board trace, which then caused the heating of the base and charred power board. Eval of the reference device and other similar devices by the supplier uncovered some workmanship concerns that need to be addressed. Based on the risk analysis performed to assess the hazards associated with the defects noted, it is not believed that death or serious injury would be likely to result from similar failures. It has been determined that existing german and australian CPAP power supply switchers will undergo field inspection, and replacement as needed to correct suspected workmanship errors.